Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No harm to patient.

Event description:
It was reported that the tubing set filter leaked from the "circle area" on the backside of the filter. It was stated; that this "happened almost daily" while the patient was in the picu as well. There was not patient harm.